Event description:
Reported status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the lesion was in the lad with no tortuosity mild calcification and a 90% stenosis. After cutting was done at 1 atm, 10 times, the nosecone was cleaned. Then, dca was resumed, and cutting was done at 2 atm. However, when cutting was done at 2 atm, for the 4th time, the balloon ruptured. Thus, the flexi-cut was replaced with a new one. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation: balloon ruptures may occur due to, but are not limited to, manufacturing, materials, pt anatomy, lesion morphology, preparation technique, and/or device handling. The target lesion was mildly calcified with 90% stenosis, which may have contributed to this issue. Per the IFU, removal of tissue from the nosecone is recommended every 5-7 cuts. Case details stated that cutting was performed 10 times before cleaning. Possibly the nosecone became full of tissue and resulted in an incomplete cut, which could have altered the morphology of the lesion, and contributed to this issue. The reported difficulty may be related to circumstances during the procedure. A root cause can not be definitively determined.